Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, impedance readings were encountered during implantation of the pt's implantable neurostimulator. The 0/2 electrodes showed a short. All impedance readings were noted to have been within the normal range with the previous neurostimulator. There was nothing "unusual" in the procedure to remove the previous device. It was later reported that no other diagnostics were performed and there was no further intervention planned. The pt's device was programmed without using the affected electrode pair. The pt received effective therapy, comparable to what was experienced with the previous neurostimulator.